Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol kugel patch (device 1); the patient's attorney made no allegations related to the bard/davol ventralight st note: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2009, the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch (device 1). As alleged, on (B)(6) 2011, the patient had unspecified injuries related to a defect in the kugel hernia patch (device 1), and underwent revision surgery. It is alleged that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol ventralight st rectangle. As reported, the patient is only making a claim for an adverse patient outcome against the kugel hernia patch (device 1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."